Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the alarm history shows evidence of one (B)(4) on (B)(6) 2014 20:53. There were no other call service alarms observed. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms duplicated. Investigators removed pump cover and no evidence of internal moisture or damage to the pcb or components was observed. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The complaint was confirmed in pump history but not duplicated during the investigation.